Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing was noted on this lead. It could be reproduced during follow-up. Patient was using power tools near chest but not at times of egm. Lead revision under consideration.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2025. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between february 18, 2025 and may 20, 2025 recorded the stable pacing impedance around 500 ohms and the stable shock impedance around 60 ohms. The short intervals increased from 0 up to >249 since beginning of april 2025. The analysis of the provided iegm episodes from may 2025 revealed synchronous artifacts on the ff and rv channel, which led to oversensing. Furthermore, the available x-ray image revealed a deformation of the lead in the clavicular region, which may indicate a subclavian crush syndrome. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.